Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the night of (B)(6) 2025, the patient was already experiencing symptoms such as feeling lightheaded and brain fog. She managed to address these symptoms by taking her insulin before her blood glucose levels dropped too low. At that time, the patient did not have a blood glucose monitor (bgm) to compare her levels. At an unspecified time later on (B)(6) 2025, the patient experienced severe hypoglycemia and had to go to the hospital. Although the exact blood glucose (bg) and continuous glucose monitor (cgm) values were not provided, it was noted that the cgm reading was 50 mg/dl higher than the bg reading. She was treated with intravenous (IV) fluids and also received treatment for a urinary tract infection (uti) during her hospital stay. The patient was unable to recall any other details and was discharged after two days. There was no documentation of further medical evaluation or intervention. During a follow-up call, she reported feeling unaware and experiencing brain fog. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator on 04/12/2025. It has been reported that there was a difference in readings of 50 points on 04/13/2025. No additional patient or event information is available.